Event description:
A hospital in (B)(6) reported the patient had a femur supracondylar fracture. During surgery the surgeon was inserting this screw into the bone and he found something like a burr from the screw. The surgeon stopped the insertion and exchanged it to another screw. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation of the complained screw and the distributed burr has shown the following result, the shaft thread does show different sections where the pitches or parts of them are shaved off. The head thread is damaged in the transition area of head and shaft. The peak of the threads is squashed. All the other sections of the screw are intact. The sent burr does not come from the screw. The color of the burr is grey like a thin metal cord and does not correspond to the green surface color of the locking screw. Based on the fact that this burr does not have any relation to the screw we are not able to find out where the burr comes from. The device history record of the screw was researched and no abnormal findings were identified. No product fault could be detected. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing records were reviewed and no complaint related issues were found.